Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect and felt no stimulation on the right body side. Two months later the pt contacted pt services. It was later reported that the device was revised (clinical details unk). The system became infected and needed to be removed. Eventually a new lead and implantable neurostimulator were placed and the pt was doing fine. A follow-up report will be submitted if additional information becomes available.